Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the patient¿s expiration cannot be conclusively determined. The patient¿s death was reportedly not device related. The device was not explanted and is not available for investigation. The heartmate ii left ventricular assist system instruction for use lists infection, sepsis, bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the use of anticoagulation therapies. Care instructions in regard to preventing infection are outlined in various sections of this document, including section 6-9 entitled "patient care and management - controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that the patient's stroke was not related to the device, the patient had an infection and stroke and a CT scan was done to confirm.

Manufacturer narrative:
Approximate age of device ¿4 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported through patient outcome that the patient was expired due to sepsis and was found with large hemorrhagic stroke. No further information was provided.